Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that six years and eight months following the implant of this transcatheter bioprosthetic valve, the valve failed. The failure mode was central aortic insufficiency of unknown severity. A replacement valve (23mm sapien s3) was implanted transcatheter aortic valve (tav)-in-tav. Afterwards, no regurgitation was present. The device was not inspected prior to use and no pre-implant balloon aortic valvuloplasty (bav) was performed. No procedural delay occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
B2 - date of death is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects reported in the articles are captured under a separate medwatch report. Summarized patient outcomes/complications of the incidence of post-ligation cardiac syndrome (plcs) after surgical versus transcatheter closure of pda in low-body-weight premature infants were reported in a research article "post-ligation cardiac syndrome after surgical versus transcatheter closure of patent ductus arteriosus in low body weight premature infants: a multicenter retrospective cohort study" in a subject population with multiple co-morbidities including ventilation support, inotrope support, patent ductus arteriosus. Some of the complications reported were death, surgical intervention, septic shock, tricuspid insufficiency, hypertension, unexpected medical intervention, pericardial effusion, transient supra ventricular tachycardia; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Please note per the instructions for use, the amplatzer¿ vascular plug ii is indicated for arterial and venous embolizations in the peripheral vasculature.

Event description:
Additional information was received that six years and eight months following the implant of this transcatheter bioprosthetic valve, imaging showed the valve on the sinotubular junction (stj) - right coronary cusp (rcc) to be 2 millimeter (mm)below the top of pinned native leaflet. A sinus of valsalva (sov) diameter (rcc to commissure) measuring greater than 27 mm with a mean sov diameter of 30.2 mm. Calcification can be seen below the left coronary cusp (lcc) extending to the left ventricular outflow tract (lvot). Conus artery appeared to originate directly from the rcc and a dilated ascending aorta was observed.